Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify no delivery alarm due to completely broken reservoir tube lip. Device had broken battery tube threads, missing reservoir tube o-ring.

Event description:
The customer reported via phone call that the insulin pump had unexplained no delivery alarms. The customer's blood glucose value was unknown. Customer stated insulin pump had air bubbles in tubing and eventually started delivering. Customer also stated crack on the battery compartment. The insulin pump will be returned for analysis.